Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had a cracked case near a display window corner, minor scratches on the display window, a cracked reservoir tube lip, cracked battery tube threads, a stained address and serial number label and a stained end cap sticker.

Event description:
Customer reported that the buttons on the insulin pump were not working. Customer's blood glucose reading at the time of the call was 179 mg/dl. No further information reported.